Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) less than 20 mg/dl and was in a coma associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated for a diabetic coma with IV glucose, IV fluids and glucagon injection. The reporter stated that the patient was discharged on (B)(6) 2016. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. It was reported that the patient received hemodialysis three times a week. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box indicated no abnormal pump behavior. A replace cartridge alarm occurred on (B)(6) 2016 at 00:43; deliveries resumed at 02:01. A loss of prime occurred on (B)(6) 2016 at 13:37; deliveries resumed on (B)(6) 2016 at 20:58. The basal program was manually switched between four programs from (B)(6) 2016. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.